Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the fill line and has overrode the lens. The lens was inside the loading area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was extended along the right side of the plunger. The nozzle tip was bent. A provided photo displayed the used device in a posterior position. The plunger tip was advanced to the fill line. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger override was observed. The lens was still in the loading area. The plunger was advanced to the fill line. A qualified viscoelastic was indicated. Plunger override may occur: due to rapid advancement faster than the IFU (instructions for use) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd (ophthalmic viscosurgical device), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that iol (intraocular lens) plunge made the iol fold incorrectly. Surgery was completed by the help with another instrument to make iol unfold and be placed correctly in capsule. The plunger override was most likely interpreted as the reported complaint. The lens and instrument used to complete the surgery was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during an intraocular lens (iol) implant procedure, the surgeon was found that iol plunge made the iol fold incorrectly. The procedure was completed by the help of another instrument to make the iol unfold and placed correctly in the capsule. There was no patient harm reported. Additional information has been requested.